Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the reported event was confirmed as user related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they would need to get in front of the device at this point, all have gathered and they have three devices, and none appear to be working. Finally, they explained that they need to get in front of the device. Had text screenshots since they could not get any service in the room. Patient temperature (pt) was 31.9c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.8c, alert 113 (reduced water temperature (wt) control). Had asked the initial nurse if any water was added and denied adding any water. Explained that they could drain water from the device as this could cause the issue they were having. They placed on hold for several minutes and a nurse got on the line. Explained that they had received another page and would need to call this customer back soon. Guided through draining 500ml of water and placing device in manual control. Explained they would call back after speaking to other customer and confirm water temperature (wt) was reached 42c. If so, they could disable manual control and restart therapy. At this time, they have already replaced this device with another one. However, they have a third device they want to troubleshoot. Water temperature (wt) on device reached 42c while they were waiting. Sn (B)(6) was alerting erratic temperature so they replaced it with the device that alerted 113. Explained they would need a probe to test this issue and obtained an esophageal probe and opened a therapy screen. The temperature fluctuated slightly when they flexed the cable. Explained it was possible that there was a short in the cable and recommended they order a replacement. Confirmed that the third device currently on the baby seemed to be working fine.

Event description:
It was reported that they explained would need to get in front of the device at this point all have gathered was they have three devices, and none appear to be working. Finally, they explained needed to get in front of the device. Had text screenshots since they could not get any service in the room. Patient temperature (pt) was 31.9c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.8c, alert 113 (reduced water temperature (wt) control). Had ask the initial nurse if any water was added and denied adding any water. Explained that they could drain water from the device as this could cause the issue they were having. They placed on hold for several minutes and a nurse got on the line. Explained that they had received another page and would need to call this customer back soon. Guided through draining 500ml of water and placing device in manual control. Explained they would call back after speaking to other customer and confirm water temperature (wt) was reached 42c. If so, they could disable manual control and restart therapy . At this time, they have already replaced this device with another one. However, they have a third device they want to troubleshoot. Water temperature (wt) on device reached 42c while they were waiting. Sn (B)(6) was alerting erratic temperature so they replaced it with the device that alerted 113. Explained they would need a probe to test this issue and obtained an esophageal probe and opened a therapy screen. The temperature fluctuated slightly when they flexed the cable. Explained it was possible there was a short in the cable and recommended they order a replacement. Confirmed the third device currently on the baby seemed to be working fine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.